Manufacturer narrative:
The catheter was returned and found no significant anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving an dilaudid with concentration 4 mg/ml at a dose rate of .3 mg/day via an implantable pump for non-malignant pain. It was reported that the patient medical history included complex regional pain syndrome. The patient experienced a lack of pain relief. The date of the event was requested but indicated as having been unknown. The event occurred during normal use. A catheter dye study was performed on an unknown date in (B)(6) 2018, and it was revealed that dye was leaking into the pump pocket and surrounding subcutaneous tissue. There were no environmental/external/patient factors that may have led or contributed to the issue. The complete catheter was explanted and was replaced. The replacement catheter¿s serial number was (B)(4). It was noted that the pump was replaced at the time of the catheter replacement. Regarding the pump, it was indicated that there were no known complaints and the pump was being returned with the catheter for analysis. The patient was without injury regarding their status at the time of the report. The issue was resolved at the time of the report. No further patient complications have been reported as a result of this event. The patient¿s weight and other medications the patient was taking at the time of the event was not available and unable to be obtained. It was indicated that he hcp had no further information. The patient¿s medical history included: complex regional pain syndrome.